Event description:
The customer reported via phone call that she was hospitalized from (B)(6) 2015 to (B)(6) 2015. Customer's blood glucose was 511 mg/dl; current value is 288 mg/dl. The customer has experienced unexplained high blood glucose since (B)(6) 2015. During troubleshoot; it was stated the drive support cap is recessed. The customer found some air bubbles. The customer declined to check the site and the settings. The insulin pump passed the high pressure test. Customer was advised the insulin pump is working as designed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.